Manufacturer narrative:
(B)(6). Further investigation of the customer issue included a review of the complaint text, field service analyzer review, instrument service review, a search for similar complaints, and a review of labeling. An abbott field service representative replaced the top front cover hinges that were considered worn out from normal use. There have been no subsequent contacts from the customer regarding covers not remaining raised since the cover hinges were replaced. A service history review for this instrument did not identify any contributing factors on or around the date of the complaint. Tracking and trending did not identify any adverse trend. No similar issues for falling covers as described in the event description have occurred. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77 was identified.

Event description:
The customer indicated that the hinges of the main cover (top front) of the architect c16000 analyzer were broken. The customer was using a cardboard box to prop up the cover. An abbott representative replaced the hinges to repair the issue. No injuries to a user occurred.